Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the rv sense amp channel was sensing atrial crosstalk and inhibiting biv pacing on every other beat. The right ventricular lead was removed and cleansed then reconnected and the issue persisted. The implantable cardioverter defibrillator was disconnected, and the issue went away. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of crosstalk was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal